Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated that customer received the following results on the compact plus system within 2 minutes: 25 mg/dl, 132 mg/dl, 118 mg/dl and 107 mg/dl. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.